Event description:
It was reported that during a laparoscopic wedge resection procedure, the device locked on tissue and could not open. The device had to be pried from tissue. The device was really hard to close and would not fire. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. On what tissue type was the device used? At what location on the tissue? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Hard to close and hard to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.